Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Unable to start the device, detection found power failure, request accessories. After replacing the power supply, the device tested normal and was delivered for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site address : (B)(6). Due to character restrictions in block e1 telephone number : (B)(6). Due to character restrictions in block e1 event site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit could not be turned on and was still unusable after repeated restarts. Customer replaces other device usage . There was no patient involvement.